Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was having welts on his belly and side after receiving a new insulin pump. Customer's blood glucose level was 500 mg/dl. Customer treated with a manual injection. Customer had symptoms of excessive thirst and frequent urination. Customer does not have a back-up plan. Customer disconnected at the quick release. Customer ran a manual prime and the insulin exited the tubing. Customer's time and date settings were corrected. Customer had low reservoir alert, low battery alert, no power alert, and no delivery alarm in the alarm history. Customer will be sent a tubing clamp and will call back to continue troubleshooting. Customer stated that the irritation was due to the radiation from the pump. It was explained that radiation does not come from the pump. No further assistance needed.